Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection of the device noted no evidence of physical abnormality. Functional and pressure testing were performed and no evidence of leak was identified. The reported problem was not confirmed.

Event description:
It was reported that a clearlink solution set leaked at the luer end around the "neck" during infusion. The concomitant medical products are currently unknown. There was patient involvement; however there was no patient injury, medical intervention, or adverse event associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.